Event description:
A physician reported that cutting failure occurred and the probe could not cut from the beginning during cataract/vitrectomy combination surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a bubble bag. The returned sample was visually inspected and found to be non-conforming with the port of the needle facing to the back, orange/brown foreign material on the port face, and the inner cutter partially in the port. During the functional testing the needle/stiffener assembly pulled out of the needle holder. Therefore, functional testing was unable to be performed. The needle/stiffener assembly was visually inspected for presence of adhesive and adhesive was observed to be present. The needle/needle holder bond was also inspected and found to be less than the minimum requirement with no visible bond on the needle holder. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the needle assembly detached from the probe assembly. Functional testing was unable to be performed due to the detached needle assembly, therefore the reported cut issue was unable to be verified. The root cause of the needle assembly detachment is the insufficient needle/needle holder adhesive bond and is related to the manufacturing assembly process of the probe. A non-conformance investigation was initiated in order to investigate the root cause of the detached needle assembly. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).